Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with an intraocular lens (iol) implant procedure, lens did not deploy correctly. Haptics were not oriented correctly and twisted leading to difficulty putting the intraocular lens in proper position. The intraocular lens deployed but the inferior haptic was twisted and then unfolded above the capsulorhexis, this led to difficulty positioning the inferior haptic under the rhexis. Ultimately was able to get into position but required significant maneuvering, much more than usual. Additional information was requested, but further no information was available.